Event description:
It was reported that an unspecified single vented set had a possible occlusion. The device was being used with a catheter and a baxter infusion pump. This occurred during infusion of gammagard. The reporter stated that the pump presented an occlusion alarm while being used with the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.